Event description:
It was reported that vessel damage and thrombosis occurred. Access was obtained via the femoral artery. The 5x50mm, de novo, concentric shaped, 50% stenotic lesion was located in the mildly tortuous non-calcified left internal carotid artery (ica) with a bend that was >45 and <90. The physician predilated the lesion with 4.0x40mm quantum balloon resulting in 20% stenosis. The physician then attempted to place a 8x70 wallgraft but was unable to cross the lesion. After removing the device the total ica was not opacified on contrast injection. When placing the tip of a diagnostic catheter in the presumed lacerated region and injecting contrast, amorphous opacification was shown, suggesting contrast extravasation. No further patient complications were reported and the patient's status is stable. Follow-up angiogram two days post procedure revealed persistent occlusion of the left ica and also common carotid artery (cca). No neurological deficits were presented due to adequate blood supply to the left cerebral hemisphere from the contralateral circulation. The physician feels that the thrombosis was caused by acute massive hemorrhage àvasospasm after presumed vascular wall laceration. Blunt front end of the wallgraft and its relative stiffness may hinder the stent passage through a slightly curved, stenotic site. The vascular wall was highly suspected to be injured, causing laceration and inducing the subsequent vasospasm, stenosis/occlusion, and then thrombosis.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the stent was fully mounted. No issues were noted with the profile of the device. Measurement of the outer diameter of the distal end of the outer sheath meets specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that vessel damage and thrombosis occurred. Access was obtained via the femoral artery. The 5x50mm, de novo, concentric shaped, 50% stentoic lesion was located in the mildly tortuous non-calcified left internal carotid artery (ica) with a bend that was >45 and <90. The physician predilated the lesion with 4.0x40mm quantum balloon resulting in 20% stenosis. The physician then attempted to place a 8x70 wallgraft but was unable to cross the lesion. After removing the device the total ica was not opacified on contrast injection. When placing the tip of a diagnostic catheter in the presumed lacerated region and injecting contrast, amorphous opacification was shown, suggesting contrast extravasation. No further patient complications were reported and the patient's status is stable. Follow-up angiogram two days post procedure revealed persistent occlusion of the left ica and also common carotid artery (cca). No neurological deficits were presented due to adequate blood supply to the left cerebral hemisphere from the contralateral circulation. The physician feels that the thrombosis was caused by acute massive hemorrhage a vasospasm after presumed vascular wall laceration. Blunt front end of the wallgraft and its relative stiffness may hinder the stent passage through a slightly curved, stenotic site. The vascular wall was highly suspected to be injured, causing laceration and inducing the subsequent vasospasm, stenosis/occlusion, and then thrombosis.